Event description:
On (B) (6) 2008, covidien was notified that a customer had a problem with an extension set. The customer reports that leakage occurred from the c-port resulting in loss of nutrition and the potential for loss of medication delivery to the pt. The product was reported to be in use for 13 days at the time the issue occurred. No sample will be returned for eval.

Manufacturer narrative:
A review of the device history record for lot 8158376 was conducted finding no evidence of nonconformance observed during the manufacture of the lot. Because a sample was not provided, we were unable to confirm the cause of the customer's reported issue. At the time of this complaint, a design change to the oral plug / oral plug geometry was underway to address situations where clinicians might misinterpret the positioning of the oral port (i.e. Thinking it was fully closed when it was not). The oral plug was changed from a standard tapered plug to a tapered plug with a snap ring incorporated into the oral port. This change will enhance the ergonomics of the port closure mechanism, and the user's awareness for when the plug is fully seated in the sealing position of the oral port.